Manufacturer narrative:
Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle screw disassembled and the threads of two closure tops fractured off during surgery. All three items were removed and replaced with an alternative and closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report two of three for this event.

Manufacturer narrative:
Additional information: (UDI), (methods, results, and conclusions) - the returned closure top was evaluated. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that a pedicle screw disassembled and the threads of two closure tops fractured off during surgery. All three items were removed and replaced with an alternative and closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00246 thru 3012447612-2019-00248.

Event description:
It was reported that a pedicle screw disassembled and the threads of two closure tops fractured off during surgery. All three items were removed and replaced with an alternative and closure top to complete the procedure. There were no reported patient impacts associated with this event. This is report two of three for this event.